Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up where it was noted that there was loss of capture observed on the atrial lead. Sensing was still present and was confirmed via x-ray. The clinician elected to continue to monitor the patient only. The patient was in stable condition.